Event description:
Pt called back in stating they received replacement recharger yesterday but implant still will not charge. The pt was talking very fast and was describing how they would plug in the recharger, saw position screen, and then sees checking the recharger screen (agent observed pt would press things on controller without the agent asking). Pt stated they would have to "unplug" to show the batteries. Agent had pt unplug recharger and reinsert. Pt pressed continue but screen would not advance past checking the recharger. Pt stated they want a new controller because usually screen will say "looking for device". Agent had pt clean connections on recharger pins and controller port and reviewed best practices for paddle placement - pt then successfully advanced past the no device found screen to batteries screen which showed controller at 100% and implant in red recharging excellent. Agent reviewed pt's next step would be to follow up with their doctor since controller and recharger have been replaced - pt stated their doctor is 4 hours away. Pt denied falls or trauma. Pt mentioned previous controller replacement. Pt also noted dissatisfaction with the belts; they are getting frayed and had to order another one. Agent recommended pt to continue recharging the implant. Agent will call pt back later today to follow up with implant charging progress. Agent made out bound call to the pt; pt stated controller battery was 0% and needed to be recharged, implant charged to 100%. Pt stated stim was off - agent reviewed on/off button. Pt stated when controller was plugged into ac power supply, they see no device found screen. Agent reviewed controller and implant may not have been successfully paired - pt was arguing with agent saying sometimes they can "see the batteries screen" when plugged into ac power supply. Pt plugged recharger back into the controller and saw controller 20%. When pt unplugged recharger they see the no device found screen. Pt then stated they were able to navigate to their settings (pt was very hard to keep focused). Agent reviewed replacement controller can resolve the issue with connecting to implant wirelessly. Pt then made a comment that the controller light was "flashing" even though nothing was plugged into it. During the call, pt stated they cannot feel the stimulation. Pt confirmed stimulation is on group c; when pt increased intensities, they saw "setting not available". Pt was at 2.7 and stated they have been higher than that before and their medtronic rep told them they can go as high as they want. Agent reviewed meaning of message and redirected to hcp to further address settings not available cannot provide your desired intensity settings and possible reprogramming. Agent sent email to repair to replace the controller. Agent will call pt back tomorrow to pair controller with implant. Pt called back and said the new controller has aa batteries and was confused. During the call they put bp in controller and were able to charge up ins with excellent quality. Pt then started to mention their issue of not being able to raise stimulation past 2.7v. When I tried to review that the settings not available message wouldn't be fixed with this new controller, pt became escalated and claimed he never said anything about settings not available. I asked what happens when he tries to increase past 2.7 and then he said he can't remember. Pt seemed agitated, confused and aggressive. Recharging issue is fixed, and when I again reviewed that if pt sees settings not available when increasing stimulation they need to follow up with their doctor (hcp). Pt said okay then disconnected the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.